Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. To date, the lead remains in service. Additional information indicated that this lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. To date, the lead remains in service. Additional information indicated that this lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Additional information indicated that this lead also exhibited loss of capture (loc).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.